Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported that they were getting ma sensor failure error messages. No patient injury was reported.